Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an isolated elevation of the distal tip to coil impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.